Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted after having reached elective replacement indicator (eri). Premature battery depletion was suspected. Another crt-d was successfully implanted and this device will be returned for analysis.